Event description:
During a stapedectomy, it was noticed that the drill was running in reverse and therefore not cutting, the procedure was postponed.

Manufacturer narrative:
A medwatch form was not received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter, despite multiple attempts to obtain the required information. This product was being used for treatment, not diagnosis. This event was also reported to the (B) (6) regulatory agency (B) (6), (B) (4). A review of the available complaint history showed no mdrs have been filed for this product involving a similar event. The facility states the device in question was returned to the (B) (6) operations center for repair in september of 2009 and had been used regularly since that time with no reported problems. Inspection of the returned device showed that it was wired incorrectly, causing the handpiece to run in reverse. Analysis of the device indicates that the wiring was out of specification since the repair.